Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to survey source, 5 patients experienced mesh infection, 2 patients experienced infection (wound infection, abdominal wall cellulitis, urinary tract infection) and 2 patients experienced genital complication (scrotal pain, scrotal swelling, testis discomfort, hydrocele, testis atrophy, orchitis).